Event description:
It was reported that the expedium stainless steel uni-planar screw had broken away from the shank and the patient was complaining of painful hardware. High strength stainless steel expedium 5.5mm 480mm rods were used in this construct along with stainless steel uni-planar screws. It was the screw at l3 on the right, which had fractured from the shank and the device was replaced with a 7x45mm stainless steel polyaxial screw. The construct, which originally ended at l3, was extended to l4 and new (7x45mm) stainless steel polyaxial screws were placed at l3 and l4.

Manufacturer narrative:
The expedium stainless steel uni-planar screw was not returned for evaluation. A device history record (DHR) could not be conducted as the lot number is unknown. A 12 month review of the complaint trend analysis for the stainless steel uni-planar screw was conducted on the specific code from the complaint as any change in material or device geometry would change the stress profile on the screw. This analysis found no systemic trend that requires further action. The root cause for the screw breaking post-op cannot be positively identified. However, it may have been due to unanticipated forces being placed on the screw. No corrective action/preventive action is required at this point as all trends are under their expected rate. Therefore, this complaint will be closed with no further action required. If the device is returned, a follow up will be filed with the additional investigation details. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, the date of this report has been entered into the required field. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.